Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a moderate sized hematoma at the implant site of their cardiac resynchronization therapy defibrillator (crt-d). The hematoma was expressed out by the patient's physician and the patient was placed on medication. The patient is a participant of the (B)(6) study. No patient complications have been reported as a result of this event.